Manufacturer narrative:
A trial patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that during an scs trial phase on (B)(6) 2025, the octrode lead provided bilateral coverage, however when the ipg was implanted, the system only provided unilateral coverage. Surgical intervention may take place to address the issue.